Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to: incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, and movement of the delivery system by the operator.    The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. Per the training manual, a slow controlled inflation during initial deployment may help with stability of the delivery system and thv.   In this case, the cause of the valve malposition in a pulmonic conduit cannot be confirmed. However, per report, it was due to procedural factors (rapid inflation of the balloon during deployment) resulting in the valve landing in an unstable position requiring explant. There was no allegation or indication a product deficiency malfunction contributed to this adverse event.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation for this reported event is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a tf tpvr procedure the 29mm sapien 3 valve was positioned in the ideal spot, however, the delivery system was inflated too quickly and moved missing the landing spot. The valve was post dilated to help secure it into position, but it moved afterward, and the surgeons were called. Additional information is not available at this time.